Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation revealed that the patient cassette and breathing circuit were full of moisture, after cleaning, the issue was resolved. After a successful system checkout, the anesthesia system was cleared for clinical use. The received logs confirms the reported issue with a higher peep than set and our conclusion is that the reported issue was caused by moisture in the patient cassette and breathing circuit . There is no indication of any technical malfunction of the system. Based on the logs and information in this case, it is likely that the increased peep levels were caused by the reported moisture in the system. A correction of field # d1 brand name, # d4 version or model # and h4 manufacturer date have been done. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's reference number: (B)(4).